Event description:
The customer reported that during a procedure, the system continued making exposures after the button was no longer pushed. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The reported issued is currently under investigation. This malfunction may have resulted in a possible accidental radiation occurrence.